Manufacturer narrative:
It was determined that this was a malfunction of the paddle which an order was placed. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's paddles are broken. There was no patient involvement.